Event description:
It was reported that a cardiac perforation and cardiac tamponade were observed on the right ventricular (rv) lead. An additional surgery was performed to resolve the cardiac tamponade. The rv lead was explanted and replaced during a subsequent surgery in order to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that a cardiac perforation and cardiac tamponade were observed on the right ventricular (rv) lead. An additional surgery was performed to resolve the cardiac tamponade. The rv lead was explanted and replaced during a subsequent surgery in order to resolve the event. The patient was stable and there were no adverse consequences.